Event description:
Boston scientific received information that high pacing impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead through the remote monitoring system. Noise was also observed on the atrial and shock channels. Attempts to obtain additional information were unsuccessful. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.